Event description:
The pt contacted for a follow up call and stated "needles are horrible. It's hard to get it through your skin. You can go use it and the syringe is in your hand and the needle is still in your stomach." The pt reported that she had always received the full prescribing dose and has followed the IFU. The pt began injecting gattex on (B)(6) 2015. Update: on (B)(6) 2015 an outbound call was placed to the pt for further clarification. The pt reported that all the needles that she has used thus far have been dull. She reports that the needle has become disengaged from the syringe only two or three times. The pt did not provide specific dates and times. The pt reported that she initially though that the difficulty she experienced with removing the gattex (teduglutide [rdna origin]) for injection is a glucagon-like peptide-2 (glp-2) analog indicated for the treatment of adult pts with short bowel syndrome (sbs) who are dependent on parental support. Gattex kit provided to the pt on the monthly basis includes single-use glass vial containing 5 mg of teduglutide as a white lyophilized powder for reconstitution with 0.5 ml sterile water for injection provided in a prefilled syringe, alcohol swab pads, bd needles to be attached to diluent syringe 22 gauge 1 1/2 inch needle, and bd plastic dosing syringes with needle attached (1 ml) 26g, 5/8 inch). Diagnosis or reason for use: injection of gattex.